Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round high profile 290cc saline prosthesis experienced right sided deflation post procedure. As a result, the device was replaced with an unknown mentor saline prosthesis.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 5770176 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).